Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested assistance with reprogramming the lead shock vectors. Ts reviewed the stored impedance measurements reports and confirmed that there was a gradual increase in shock impedances that reached measurements of greater than 125 ohms. Ts discussed troubleshooting options and recommended further lead testing to evaluate lead integrity. At this time the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested assistance with reprogramming the lead shock vectors. Ts reviewed the stored impedance measurements reports and confirmed that there was a gradual increase in shock impedances that reached measurements of greater than 125 ohms. Ts discussed troubleshooting options and recommended further lead testing to evaluate lead integrity. At this time the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision procedure was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested assistance with reprogramming the lead shock vectors. Ts reviewed the stored impedance measurements reports and confirmed that there was a gradual increase in shock impedances that reached measurements of greater than 125 ohms. Ts discussed troubleshooting options and recommended further lead testing to evaluate lead integrity. At this time the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision procedure was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested assistance with reprogramming the lead shock vectors. Ts reviewed the stored impedance measurements reports and confirmed that there was a gradual increase in shock impedances that reached measurements of greater than 125 ohms. Ts discussed troubleshooting options and recommended further lead testing to evaluate lead integrity. At this time the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision procedure was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.